Event description:
Caller reported the patient noticed the connector was separated from the tube of the infusion set. Caller stated blood glucose level was okay and there were no health concerns. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).